Event description:
One patient with discrepant gentamicin results. Initial result gave >10 mg/l; sample repeated diluted gave 0.19 mg/l. Sample repeated an additional time without dilution gave 0.04 mg/l. If additional information is received, appropriate notification will be provided.